Event description:
On 04/26/2000, the MFR's vice president of marketing received a letter from the surgeon that states the following: in 2000, surgeon began implanting these device systems upon the request of the local oncology group. Surgeon partners implanted multiple catheters over the subsequent 2 1/2 months (specific dates not provided). It is surgeon's understanding that with the exception of maybe one of these catheters there were complications which occurred during the implant or subsequent to it with every one of these catheters. Personally, surgeon implanted two device systems during this time. The first had to be removed within a month because of thrombosis of the catheter system and malfunction. The second was removed within ten days of implantation secondary to a fracture of the catheter itself prior to it even being used. It is surgeon's understanding that several catheters have had to be removed for fracture of the systems. One of these actually broke in half and had to be retrieved from the pt's heart. These types of complications had never occurred with the previous brand of devices from another MFR that were being utilized. The concept of an off centered device chamber certainly is an excellent concept and appears quite good on paper. Unfortunately, the design is flawed. The catheters cannot be placed onto the device without difficulty and without shearing and often creating pinpoint holes in the device itself, and the catheter system itself appears to be of inferior quality. The fractures that are occurring are not because of implantation. They are occurring because of shear forces created on the catheter itself as the pt becomes active. This has never occurred with the previous systems utilized. Facility will no longer utilize this system in the future. Surgeon has spoken with another surgeon and it is the conclusion that the trial was unsuccessful and that the old system catheters certainly functioned superiorly. Surgeon looks forward to receiving info from your company on the review of the catheters that have been removed from the facility and laboratory investigative data as to why these problems occurred. This info will be of great use to the facility. No further details were provided at this time.